Manufacturer narrative:
The sample device is not available for evaluation. Additional information was requested, but was not received at the time of this report. The results of the investigation are not available at the time of this report.

Event description:
The event was reported as: the foley would not move after the balloon is deflated. No adverse outcome to the patient was reported.